Event description:
The patient had documented episodes and a history of arrhythmia prior to pump implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported cardiac arrhythmia and heartmate 3 left ventricular assist system, serial number (B)(6), could not be conclusively determined through this investigation. A low flow alarm was confirmed via the evaluation of the log file data provided by the account; however, a specific cause for the change in pump parameters could not be conclusively determined through this investigation. The controller event log file contained data spanning from 03aug2020 at 04:11:45 to 13aug2020 at 06:08:10, per the timestamp. Intermittent low flow events were captured on (B)(6) 2020, beginning at 00:42:31, when the estimated pump flow was calculated to be below the threshold of 2.5lpm. A single low flow event persisted for at least 10 seconds, activating a low flow alarm. No other notable ventricular assist device related alarms were recorded and the pump appeared to have been operating as intended. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2020. The heartmate 3 left ventricular assist system instructions for use (IFU) lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This document explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and notes that changes in patient conditions can result in low flow. The IFU describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department on early morning (B)(6) 2020 in ventricular fibrillation requiring defibrillation. A review of the log file captured some low voltage hazard and no external power events on (B)(6) 2020 and (B)(6) 2020 from what appeared to be a total loss of power to the mobile power unit (mpu). The backup battery in the controller was enabled until power was restored to the mpu. A transient low flow event was also noted on (B)(6) 2020 at 01:22. No other unusual events were noted. The mpu was currently operational. The mpu had a v-lock connector on the a/c power cord. It was unknown if the mpu came loose at the wall/outlet or at the back of the unit. It was unknown if there were any environmental circumstances that may have affected a/c power at the time of the event such as loss of power to the house. The low flow alarms resolved. The account was unsure how the low flow alarms resolved. The patient was still admitted as of (B)(6) 2020 but the most recent physician's note reported that the patient was asymptomatic. The patient was given an implantable cardioverter defibrillator on (B)(6) 2020 and has been diuresing.